Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and successfully loaded a new cartridge to address the event. The customer's blood glucose (bg) level was "high", although a specific value was not given. Customer called cts to assist getting a new cartridge loaded to address bg level.